Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months.. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that per the patient, blood was noticed upon wiping on (B)(6) 2017 and worsened the following day with 4 episodes. The patient called the lvad clinician who encouraged the patient to come into the hospital for evaluation. The patient was admitted and was transfused with 1 unit of packed red blood cells (prbc) within the first 24 hour period, with a total of 6 units of prbc. Anticoagulants at the time of event: warfarin. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.